Manufacturer narrative:
Age of device: 2 years, 5 months, 3 days. Investigation summary: the reported event of no external power alarms was confirmed via the submitted log files. The log file ((B)(4)) contained approximately 25 days of (dated: (B)(6) 2018 ¿ (B)(6) 2018, per the time stamp) while log file ((B)(4)) contained approximately 11 days (dated: (B)(6) 2018, per the time stamp). On (B)(6) 2018 at 20:08, no external power and low battery hazard alarms activated as the rsoc voltage levels of both power cables fell from the expected ~12.6v down to ~0v. On (B)(6) 2018 at 09:05, a similar event occurred as the rsoc voltage levels fell down to ~3.6v. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the ac power was restored. The pump support was not affected as the system was supported by the backup battery during this event. Throughout both log files, the controller recorded intermittent power cable faults without the associated power cable disconnected being flagged (this indicates a real disconnection). The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the patient was connected to battery power and were associated with a white power cable faults. There were no other notable alarms or events active in this log file. The mobile power unit, (B)(4), and the ac power cord were not returned to abbott for evaluation. The provided information indicated that the patient has a v-lock ac power cord. Based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that technical service representative reviewed the log file and reported 'no external power' alarms that took place on (B)(6) 2018 and (B)(6) 2018 while on mobile power unit (mpu).this could be due to the mpu cable coming loose from the wall or back of mpu. Although patient reported being on batteries not the mpu, it was confirmed in log file analysis that device alarmed while patient was on mpu. It was reported that during this event emergency backup battery supplied power to the pump. Patient was asymptomatic. Mpu will not be returned for evaluation. No further information was provided.